Event description:
It was reported that a left ventricular lead could not be positioned in the target vessel. The lead was removed and returned. No patient complications were reported due to this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Note: an additional guide catheter was returned and analyzed. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the lead appeared damaged at implant and the lead was stretched. 6215: analysis revealed no anomalies. 6216a: analysis revealed no anomalies. The 4193 lead returned passes through this guide catheter without issue. 2nd 6216a: analysis of this guide catheter revealed that catheter is kinked at various locations and appears damaged at implant. Blood is visible on the catheter. The 4193 lead returned would not pass through this catheter due to kinks.